Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads was explanted and replaced and repositioned to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02840. It was reported the patient experienced muscle spasms. Diagnostics indicated patient's leads migrated. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.